Event description:
It was reported that during the unk surgery, used pvs to treat the artery. After a fire, noted bleeding. Used compression to control the bleeding but failed. Then changed to open operation and used suture sewing to control the bleeding.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what was the procedure performed? -left lower lobe resection of the lung. What were the indications for surgery? -adenocarcinoma of lung. What is the surgeon¿s experience with the pvs device? -general. What is the compressed width and thickness of the vessel? -unknown. What is the estimated compressed width of the target vessel? -unknown. Did the surgeon wait 15 seconds prior to firing? -yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? -yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? -yes. Were any surgical clips used in the area of the device firing? -no. Were there any difficulties with the device or staple formation during the procedure? -no. What was the total estimated blood loss (ml)? -500ml. Was a transfusion required? -unknown. What was the pre and postoperative anti-coagulant and pain management protocol? -unknown. Was there calcification of tissue that impeded clamping or cutting? -unknown. Were there any pre-exiting patient conditions? -unknown. Any clips, clamps, or graspers near the area where the device was being fired? -unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.